Manufacturer narrative:
An event of a retraction problem was reported. Information from the field indicated that the delivery system could not be re-captured in the descending aorta using the macro slide buttons or deployment/resheath wheel after successful implant. The device was returned for analysis. The device was functional and able to retract. The valve capsule and inner membrane were kinked. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The complaint database was reviewed, and no other complaints were found for this lot. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that the observed kinks contributed to this event. However, kinks were not reported at the time of removal and are possibly attributed to handling after the procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was chosen for implant, using a small flexnav delivery system. The valve was deployed, and the retainer tabs were confirmed to be released. Prior to removal of the delivery system, the nose cone could not be fully retracted using the macro slide buttons or deployment/re-sheath wheel. The delivery system was removed without fully retracting the nose cone. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.